Manufacturer narrative:
*Note this product does not have a blood control feature. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard blood back flow. The following information was provided by the initial reporter: bd insyte auto guard 22 ga. Catheter auto guard malfunctioned. Blood flowed from catheter and was not stopped by auto guard. No patient impact.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381423 and lot number 3192238. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Based on the information provided we did perform a DHR on the lot provided which corresponds to material 381423. The provided information does not indicate that this is a blood control device, it is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during product application.